Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k347 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot k347 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the drive tube broke at the location of the upper drive tube bearing stop. Both drive tube bearings appear to be installed into their respective retainer clip. A known cause of a broken drive tube is when the drive tube is not rotating freely. A material trace of the drive tubes used to build lot k347 found no non-conformance's. A device history record review did not identify any related non-conformance's and this kit lot had passed all lot release testing. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 10-mar-2022.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube broke after 1500ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned photographs for investigation.